Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, during catheterization in the emergency internal medicine department of (B)(6) hospital, the catheter body was found to be bent and deformed. Attempts to insert it for use were unsuccessful." A new catheter was replaced and successfully inserted without complications. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "(B)(6) 2025, during catheterization in the emergency internal medicine department of shaanxi provincial people's hospital, the catheter body was found to be bent and deformed. Attempts to insert it for use were unsuccessful." A new catheter was replaced and successfully inserted without complications. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one photo showing the contents of a cvc kit. Visual analysis revealed that the guide wire is kinked/bent; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guidewire in a clinical setting with evidence of deformation, however, full verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.